Event description:
It was reported that during an implant procedure, scrub tech was preloading the anchor on to the lead and meeting some resistance. The set screw was unscrewed and retired but then they pulled the anchor off and ripped the lead. There were 5 contacts remained in the anchor and unknown if there were contacts left in the patients body. Additional information was received that no contacts were left in the patients body.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 31484976. Sc-2317-70 sn: (B)(6) / sc-4318 ln: 31484976. The returned lead and clik x anchor were analyzed, and visual inspection revealed that the top nine electrodes were separated from the distal end. Visual inspection found that electrodes # 8 to 16 of the associated infinion lead was inside the clik x anchor. The cables were exposed at the damaged portion of the lead. It appears that the lead was strongly pulled during the attempted removal of the clik x anchor. The lead and clik x anchor most likely were not well lubricated. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the IFU, wet the lead with additional sterile water if needed. Exposing the lead to excessive tensile force when it needed to be lubricated can cause this type of damage.

Event description:
It was reported that during an implant procedure, scrub tech was preloading the anchor on to the lead and meeting some resistance. The set screw was unscrewed and retired but then they pulled the anchor off and ripped the lead. There were 5 contacts remained in the anchor and unknown if there were contacts left in the patients body. Additional information was received that no contacts were left in the patients body.

Event description:
It was reported that during an implant procedure, scrub tech was preloading the anchor on to the lead and meeting some resistance. The set screw was unscrewed and retired but then they pulled the anchor off and ripped the lead. There were 5 contacts remained in the anchor and unknown if there were contacts left in the patients body.